Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 120 mg/dl. Customer stated the device was is his pocket. Customer declined replacement device because he had the device in his pocket and buttons may have been pressed by the keys in his pocket. Customer was advised to monitor the device. Customer stated he was able to clear alarm and buttons have been working properly. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.